Manufacturer narrative:
H10: the ECG curve would exhibit artifact (noise / interference), and sometimes the wrong heart rate measurement. The customer did not allege that the device caused or contributed in any way to the patient¿s outcome, nor was treatment of the patient delayed as a result of the incident. No additional patient information has been provided by the customer. The device did not behave as expected by the customer. However, onsite field service was unable to confirm the reported problem during his evaluation. The fse suspects that the ECG issue was likely caused by the external stimulation used by the customer. This was also indicated in the log file review. The fse proactively installed two (2) ferrites on the power cord to minimize any potential artifact and confirmed the system's functionality. There is no evidence to suggest that the device contributed in any way to the patient¿s outcome. The device remains in use at the customer's facility. No further action or investigation is warranted based on the available information at the time of complaint closure submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that, on a patient with an external stimulation, the ECG waves are very spikey, and during a short period disappeared. The patient passed away.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that, on a patient with an external stimulation, the ECG waves are very spikey, and during a short period disappeared. The patient reportedly passed away. We are in the process of obtaining additional information.